Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to physical damage at the electrode's end. The helix would not retract when trying to reposition the lead, so the doctor explanted the lead.